Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900343 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips came out of the applier broken. Further information indicates the broken clip or part fell inside the patient and it was removed without further intervention. There was no patient injury.

Event description:
It was reported that clips came out of the applier broken. Further information indicates the broken clip or part fell inside the patient and it was removed without further intervention. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the indicator clip in the first position indicating that no clips were remaining. The jaws were partially closed since there were no clips left in the channel to keep the jog engaged onto the feeder. There was blue adhesive residue on the handle. The centering tab was bent at the distal end of the channel. The corners of the centering tab were not formed correctly. Reference file anp1900075118 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The indicator clip was fired. The sample was disassembled in order to inspect the internal components. No other defects or anomalies were observed. The device was returned with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. It could not be determined e xactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. Nc 70019362 has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. Reference file anp1900075118 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "clips come out broken" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.